Manufacturer narrative:
(B)(4). The device history review for the product visistat 35w 6/box, lot #73h1500256 investigations did not show issues related to the complaint. The manufacturer will continue to monitor and trend related events.

Event description:
The stapler was stuck during use. The patient's condition was reported as fine.

Manufacturer narrative:
(B)(4). The customer returned one unit 528235 visistat 35 w 6/box for investigation. The sample was received without its original packaging. The returned stapler was visually examined with and without magnification. Visual examination of the returned stapler revealed that the stapler was returned with the trigger partially engaged and one staple was partially formed. The staples appear to be misaligned. Additionally, the frame was chipped at the distal end. The returned stapler appears used as there is biological material present on the device. The stapler was returned with 18 staples remaining in the cartridge indicating that 17 staples have been fired by the end user. Reference files (B)(4) for investigation photos. An attempt to fire staples was made by engaging the trigger of the stapler using hand pressure. The partially engaged trigger was squeezed using hand pressure. Upon full engagement of the trigger, the frame became separated from the rest of the device. As a result, the partially formed staple was not formed correctly upon release. The frame was reattached to the trigger and, upon reattachment, another piece of the frame was chipped off at the distal end. Another attempt was made to fire the stapler and, once again, the frame became separated other remarks: from the rest of the device. No other defects or anomalies were observed. The IFU for this product, l03485, was reviewed as a part of this complaint investigation. The IFU states "to obtain optimum staple closure, the trigger must be squeezed all the way in." A corrective action is not required at this time as the condition of the sample received indicates that operational context caused or contributed to this event. The reported complaint of "stapler was stuck during use" was confirmed based upon the sample received. The stapler was received with the trigger partially engaged. The returned stapler was found to have a damaged frame. Upon functional inspection, it was found that the stapler could not be fired without having the frame detach from the rest of the device. This prevented the staples from firing. Due to the frame being damaged at the distal end, it was unable to stay attached to the rest of the device when the trigger was engaged. A device history record review was performed on the device with no evidence to suggest a manufacturing related cause. No errors could be found in the assembly. Therefore, based on the condition of the sample received, operational context caused or contributed to this event.

Event description:
The stapler was stuck during use. The patient's condition was reported as fine.